Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address mid flexion instability. The surgeon increased poly size from a size 4 15mm tc3 to a 17.5mm tc3 and evaluate gapping. After 15mm poly was explanted and began trialing with 17.5mm. After further evaluation, the surgeon trialed 20mm poly and found and had full extension and was satisfied with his flexion gap 20mm. Tc3 poly was implanted. Original implant date is unknown. No surgical delay reported. Doi: unknown, dor: (B)(6) 2020, left knee.